Event description:
The customer reported having issues with priming and rewinding. The customer stated that he changed the battery. Assisted the customer to rewind and prime, but the insulin pump alarmed an error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the operating currents within spcs. However, the device alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the motor error alarms.